Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. Premature battery depletion (pbd) was suspected as there was 13% estimated battery life left at time of alert. Subsequently, this s-ICD was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is not expected to be returned to boston scientific for investigation.